Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. A cause for the reported poor imaging could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mean gradient pressure increased to 6mm hg with clip deployment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The xtw clip delivery system (cds) was advanced to the mitral valve and the clip was implanted at a2/p2 with mean pressure gradient at 6 mmhg. The physician believed that was a false gradient and further mr reduction would improve with a second clip. An ntr cds was advanced and the clip was attempted to be placed lateral to the previous clip at a2/p2. After two attempts in slightly different locations in the jet. Mr was not improved, and gradient increased to 8.5 mmhg, so the team decided to abort the procedure. Mr remained at 4 and gradient returned to 6 mmhg. The clip functioned as intended and there was no damage to the valve or tissue damage. Image quality was very challenging throughout the entire case. The patient will be evaluated for surgical options for mitral replacement. No additional information was provided.